Manufacturer narrative:
(B)(4). Batch number: r57j59. Investigation summary: the analysis results showed that one gst60g reload was received unfired, with the pan partially detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the item was opened on the operation table, the metal leg found to be dislocated from its place and some of the staple pockets were out of their place, the other pieces in the same box is okay with no problems.